Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001825034 -2018 -06263. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised due to pain attributed to femoral and acetabular aseptic loosening. No further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of op notes. DHR was reviewed and no discrepancies relevant to the reported event were found. Per the revision op notes patient was revised due to pelvic discontinuity and aseptic loosening of the acetabular component. The stem was found to be well fixed, acetabular loosening confirmed. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.